Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the battery charger had quit working in the past 2 months and they were hurting. Patient said the programmer screen was not lighting up at all anymore. Agent asked patient to have all of their equipment with them to run through some steps to see if they could get the issue resolved, and patient stated the battery wouldn't even charge anymore. The call was suddenly disconnected by patient, likely on accident. Agent made outbound call to reach patient, but was unable to. Agent left voicemail instructing patient to call back. 2 calls. Additional information was received from the patient. They reported that they got rid of the controller, they threw it away. They stated that it wouldn't hold a charge anymore. Patient reported the antenna was worn out, that they needed new devices. They said it wasn't a screen issue. They need a new one, the recharger won't charge, so they took it and recycled it. They stated the digital controller was default, it won't set correctly. They reported it sent electric shock down their leg on the left side, and it took about 3 weeks to regain a normal feeling. They stated that they thought about contacting a lawyer but haven't. They stated that the solution to this problem was to get a new antenna charger, that has the belt and a new controller that works. Patient said they threw away the devices, they said they were not good for them to kept feeling electrical shock though their leg.